Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system needle broke. This was discovered during use. The following information was provided by the initial reporter: the patient has chronic (B)(6). When a venous angiography is performed using a venous indwelling needle, the venous indwelling needle is broken due to excessive pressure, and the (B)(6) is detached. The venous indwelling needle is removed and the patient is told to raise the venous puncture limb.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system needle broke. This was discovered during use. The following information was provided by the initial reporter: the patient has chronic hepatitis b. When a venous angiography is performed using a venous indwelling needle, the venous indwelling needle is broken due to excessive pressure, and the heparin cap is detached. The venous indwelling needle is removed and the patient is told to raise the venous puncture limb.

Manufacturer narrative:
Investigation: sample and photo was not returned. With the lack of a sample, bd was unable to observe the failure mode. Master production records were reviewed for the lot number and no non-conformance's were noted during the manufacturing of this lot. Our records indicate that the reviewed batch record passed all the in-process inspection. A possible root cause could not be determined at this time.